Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was 346 mg/dl. Customer was assisted with clearing the alarm. Customer stated that the pump was exposed to a magnet that is used to pick up screws. Customer was advised to disconnect from the pump. Customer does not use the sensor feature. Customer stated that they are unable to rewind the pump. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Findings: unit passed the rewind, basic occlusion test, prime/a33 test and displacement test. However, unit received stuck in the motor error loop during bolus / basal delivery. Unable to confirmed e70 error alarm due to erased history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The drive support disk was inspected and no anomaly was noted. Unit received with cracked case at display window corners and reservoir tube. Unit received with severely scratched lcd window.